Event description:
Patient was revised to address medial poly wear of the insert and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported polyethylene wear; however, the length of time implanted (14 years) and reported patient large physical stature are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. In addition, the reported product codes are discontinued items. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.